Event description:
It was reported by the field clinical specialist (cs), that prior to the transfemoral tavr procedure, after the partial/ initial crimp, the green suture line could be seen protruding outside. Per report, no visible damage was noted during the removal and soaking of the valve. A second valve was opened and implanted with no complications.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The 26mm sapien valve was returned to edwards lifesciences for evaluation. The valve was returned partially crimped. The valve was visually inspected under 8x magnification. Visual inspection revealed no observable damage to the sutures, frame, skirt, or leaflet of the valve. The ethibond suture was also inspected for any protruding suture knots or looseness. Inspection under 8x magnification revealed a suture tail exposed to the exterior of the valve, however it was found to be within specification and therefore not considered to be a manufacturing defect. Review of complaint database revealed no similar complaint of excessive suture tail. The complaint was confirmed. It should be noted that during manufacturing, all sapien valves are 100% inspected for knot tails to be as short as possible and not to exceed 1 mm in length. In this case, the exposed green ethibond suture tail was found to be within product manufacturing specifications. No manufacturing non-conformities or labeling/IFU inadequacies were identified and review of the complaint history did not reveal that the occurrence rate exceed the (B)(4) 2013 control limits for this failure mode. Available information suggests that procedural factors may have contributed to the event. Therefore, no further corrective action or preventive action is required.